Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels of over 500 mg/dl. The customer stated that the high blood glucose was caused by different medications he was taking. The customer stated that he had a previous issue with being able to activate the bolus but that he was now paying more attention to pushing the act button enough times in order to start the bolus delivery. Nothing further reported.